Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Analyst commented, most recent battery voltage was 2.6233 volts on (B)(6) 2016. Elective replacement indicator (eri) had not been triggered. No patient alerts.

Event description:
It was reported that during use the implantable cardioverter defibrillator (ICD)&#1157;ached elective replacement indicator (eri) unexpected early. It was also reported that a non medtronic lv lead had high threshold values and unexpected/early eri longevity was expected due to high threshold values. The ICD remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.